Event description:
It was reported that the patient presented in clinic with vf episodes without shocks due to oversensing. During the procedure, exposed cables were visible. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
External insulation abrasion was noted at 7.3-7.6cm from the connector pin, consistent with lead friction to the ICD can. The outer coil and cable were exposed at this location.